Event description:
It was reported after the implant, the pt contracted "psudimosis", "a rare infection". The pt declined removal of the pump. The pump was used to deliver dilaudid and bupivicaine, concentration 20 mg/ml. No symptoms or outcome were reported. A f/u report will be submitted if add'l info becomes available.